Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level ranged from 144 mg/dl to 401 mg/dl. The customer treated with insulin pump. They also received motor error alarm on the insulin pump. They were able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.